Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range shock impedances in all lead configurations. A lead fracture is suspected. There is evidence of oversensed noise which can be reproduced when the patient lifts heavy objects however no inappropriate therapies have been delivered. The patient is pacemaker dependent. No additional adverse patient effects were reported. Surgical intervention was performed and the lead was surgically abandoned.